Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified vessel. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, on the second inflation at 20 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.